Event description:
Initial report indicated that device was explanted due to battery failure. Further investigation determined that device had reached normal end of service. Device was returned for analysis which revealed a component failure, however the component failure was not related to the original "battery failure" event.